Event description:
It has been reported that a revision surgery was performed due to a fractured implant .

Manufacturer narrative:
The returned journey uni tibial base was examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating good interdigitation of the cement into the bone. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. The likely fracture initiation site was on the central portion of the tray below the loading location. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The abrasive wear was likely due to the presence of third body particles such as bone, bone cement, and metal that would have been generated after fracture of the tibial tray. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the central portion of the tray at the edge where the cement groove and pad meet.